Event description:
It was reported that the patient experienced "a bit of chest pain" and a few days afterwards, the patient heard the device patient alert tone. When the device was interrogated, the superior vena cava (svc) defibrillation lead impedance was greater than 200 ohms. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.